Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not warming correctly during procedure. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the reported malfunction affected cardioplegia circuit only and was solve by replacement of cardioplegia bridge. Reportability decision changed to not reportable event based on information received that the reported error affected cardioplegia side and not patient side. Cardioplegia pump malfunction is not likely to result is death or serious injury since cardioplegia solution is delivered in small volumes and at regular intervals allowing the user to perfom cooling/heating through alternative methods (i.e. Ice for cooling) or to use another circuit of the device. Thus, temperature management on cardioplegia side is not critical and the reported event is assessed as not reportable.